Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was in for a routine follow up. The CT revealed that the stent graft has migrated distally into the aneurysm sac. The aortic neck diameter is 38 mm in diameter 30 mm distal to the renal arteries, the aortic neck is 10 mm in length and has 30 degree angulation. The physician elected to implant an endurant 36x36x70 aortic cuff proximal to the aneurx stent graft and model the stent grafts with a balloon due to the marginal aortic neck, but the proximal type I endoleak did not resolve. Four aptus endoanchors were implanted however the endoanchor did not catch the greater curve and the proximal type I endoleak was still present. The physician implanted an endurant 36x36x49 aortic cuff and another manufacturer's stent and the proximal type I endoleak was resolved. The physician stated that the cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: review of cta¿s and 3d film report from 14-½ years post-implant revealed that an aneurx stent graft system was implanted in the patient. The bifurcate proximal margin was positioned ~ 2cm below the lowest right renal artery. The proximal neck flow lumen diameter measured 22mm just below the right renal artery. The proximal stent graft od measured 27mm; there was no proximal seal as the aortic diameter at the proximal margin measured 43mm x 38mm. The ipsi limb was placed into the distal end of the right common iliac artery, and the contra limb was positioned into the distal end of the left common iliac artery. The max diameter aaa measured 3.5cm and there was a proximal type I endoleak. The aortic body and limbs were essentially straight, the stent graft was patent, and blood flow distal to the stent grafts was also patent bilaterally. The cause of the migration leading to the lack of proximal seal and proximal type I endoleak could not be determined from the films provided. The anatomy at implant and earlier post-implant films were not available for return and comparison. It appears likely that this was due to disease progression; neck dilatation. The cause of the type ia endoleak post-intervention with a 36x36x70 aortic cuff and aptus anchors could not be determined. Films during and post-intervention were not available for review. This may have been caused by the marginal proximal neck.